Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the prime process. Customer experiencing high blood glucose. The blood glucose reading is 351 mg/dl. Insulin is squirting out during the manual prime process. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a protruded/loose drive support disk. Unable to perform the occlusion and excessive no delivery tests due to the prime/fill anomaly. A scratched display window and cracked reservoir tube lip noted.